Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (error e117) was not confirmed or duplicated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the visera 4k uhd camera control unit relayed an error e117. The customer reported the error occurred when an olympus autoclavable camera head was connected. The therapeutic procedure was completed using the same equipment. No adverse effects to patient.